Manufacturer narrative:
Patient information was not provided. (B)(4).. Sorin group received a report that the main pump for an s3 stopped when the level sensor was turned on, but the level sensor was not alarming. The pump was switched out and the issue persisted. The case was continued with the level sensor turned off. There was no patient injury reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the main pump for an s3 stopped when the level sensor was turned on, but the level sensor was not alarming. The pump was switched out and the issue persisted. The case was continued with the level sensor turned off. There was no patient injury reported.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative performed a functional check without incident and was unable to reproduce the reported fault. The customer informed the service representative that one fo the tabs of the level pad was bent, which may have cause the reported issue. However, an active pressure control could also have caused the issue. The speed potentiometer was replaced as a precaution. Livanova deutschland has not been made aware of any further issues with the unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.